Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed. This is being reported due to malfunction of the primary alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Bad (B)(6) 2016. Device evaluation: the fse confirmed the reported problem. Resolution and disposition: the fse replaced speaker assembly, tested unit. Unit fully operational. Returned to service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
Updated. .